Event description:
Rptr indicated that the vns pt has been having frequent moderate to severe headaches attributed to vns therapy and felt it was necessary to have his vns explanted. Surgery to remove the vns generator has occurred. Attempts for the return of the explanted device are currently in progress.